Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the monitor was plugged in for approx 24 hrs, however, when ac power was removed, the battery indicator light turned red within two mins. Since the event occurred during routine testing, there was no pt involvement during this event.